Event description:
It was reported that the doctor was performing arthroscopic knee and meniscus repair. He encountered there was an under surface meniscus tear. He decided to use the fastfix reverse curve to address the tear. But the device failed to deploy the 2nd anchor properly and slipped out from the tip while withdrawing from the meniscus. Hence a new fastfix reverse was used without problem. Then it happen again on the 3rd fastfix reverse, the same problem occurred. The doctor decided to switched to fastfis 360 curve needles and he continued to delivered without problem. Therefore there was total 4 sets was successfully used with 2 sets was faulty. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 reversed curved needle delivery system was returned for evaluation. No ts or suture remain on the needles or were returned for examination. Visual assessment of the device shows the needle is bent. The actuator is in its post t2 deployment position. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Further investigation is not warranted at this time.